Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose was 38 mg/dl. The customer does not to troubleshoot as has her blood glucose under control. The patient was advised that to wait 30 minutes once insulin is removed from the fridge before filling reservoir to help prevent air bubbles and monitor, call back if air bubbles re-occur during the filling process.